Event description:
Customer alleged the wheelock fell off and appears the hole was stripped and washers were missing. No injury alleged.

Manufacturer narrative:
The dealer stated that the wheellock allegedly fell off the 6895 shower commode chair. Consumer stated to dealer that the screw/bolt hole was stripped and the washers were missing. Lock will no longer hold. No injury.